Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37751 (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's recharger is not charging. Mdt rep states patient is at 50% and has high settings. They troubleshooted with patient, including trying different outlets, but the recharger would not power on and the desktop charger is not charging it. Rep declined wireless recharger (wr) and would like a 37751 and 37761 shipped out. An email was sent to the repair department. No symptoms were reported.